Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly and covered in blood. When returned, there was no visible damage to the pusher assembly. The pusher assembly became kinked when a penumbra investigator attempted to flush blood out of the introducer sheath. Conclusions: evaluation of the returned device revealed there was no visible damage to the ruby coil. The ruby coil was advanced through a demonstration microcatheter without issue. Therefore, the root cause of the complaint could not be determined. The microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while being inserted through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked and was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.